Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue; the reported error code was displayed when patient circuit 2 was started. The service representative cleaned the pump to resolve the issue and concluded that the amount of dust in the motor would not allow it to start correctly. Subsequent functional testing and a test run following the cleaning were completed without issue and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed an error message on the patient side during priming. There was no patient involvement.